Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) observed a red call doctor icon on their home monitor. A review in latitude revealed right ventricular (rv) pace impedance measurements of less than 200 ohms over the last few years. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.